Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients lead pulled out of the epidural space and the implantable pulse generator (ipg) rotated in the pocket. The patient underwent a revision procedure wherein the lead was put back into the correct spot and the ipg was repositioned. The devices remain implanted, and patient was doing well postoperatively.